Manufacturer narrative:
One (1) modified 5mm v2 aspirating tap [product code: 6983-29-301, lot no: er132352] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture of the tap¿s distal tip. The fractured tap tip was not provided for analysis. The fracture analysis report indicated that the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting that the tap underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the aspirating tap fracturing cannot be positively determined. However, the fracture analysis report suggests that the tap underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fenestrated tap fractured in surgery, then later snapped off when it was being cleaned in central sterile supply. No adverse affects to the patient.